Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the download process had stopped and the device was not in sync. A technical support specialist (tss) connected to the station, verified that communication was functioning correctly, and confirmed that both upload and download processes were current with no pending download notices. The tss obtained confirmation from the customer that the issue had been resolved and proceeded with case closure. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower the download process had stopped and the device was not synchronizing. There were no delay, no adverse events or injuries reported based on this event.